Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage and stent dislodgement occurred. The physician was attempting to treat a 70-80% stenosed lesion located in the severely calcified, non-tortuous unprotected left main artery with a 4.00x8mm taxus liberte. Vascular access was femoral. The lesion was not pre-dilated. The physician experienced difficulty crossing the target lesion with the taxus liberte sds (stent delivery system), at which point an attempt was made to pull the sds back into the guide catheter. The physician experienced resistance pulling the sds back into the guide catheter, at which point the stent struts on the proximal edge became flared. The taxus liberte stent became caught on the guide catheter and taxus liberte sds as one unit. The stent became dislodged in the femoral artery. The physician was able to retrieve the stent successfully from the femoral artery with a snare. The patient's blood pressure dropped and she became mildly unstable, blood pressure was restored quickly on its own and the patient was fine. The procedure was completed successfully with another 4.00x8mm taxus liberte.